Event description:
Same case as MDR#2134265-2012-04796. It was reported that during a stenting treatment procedure, stent and catheter tip damage occurred. The target lesion was located in a calcified artery. A 3.50 x 12 mm liberte bare stent delivery system (sds) and a 3.00 x 12mm liberte bare (sds) were each introduced but could not be advanced due to the calcification. The stent was cut and tip damage occurred for each sds. The procedure was completed with another device. No patient complications were reported and the patient's status is stable.

Event description:
Same case as MDR #2134265-2012-04796. It was reported that during a stenting treatment procedure, stent and catheter tip damage occurred. The target lesion was located in a calcified artery. A 3.50 x 12 mm liberte bare stent delivery system (sds) and a 3.00 x 12mm liberte bare (sds) were each introduced but could not be advanced due to the calcification. The stent was cut and tip damage occurred for each sds. The procedure was completed with another device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: an inspection of the returned device revealed the device was received with contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The hypotube was detached/separated 20cm from the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. There was distal tip damage. Magnified inspection presented no evidence of any product quality deficiencies contributing to the reported difficulty advancing and the tip damage and detached/separated hypotube. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).